Event description:
On (B)(6) 2017: this case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("ablation of device"), device breakage ("during ablation of device, surgeon broke one of the inserts"), myalgia ("incapacitating muscle pain") and arthralgia ("incapacitating joint pain") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced myalgia (seriousness criterion disability), arthralgia (seriousness criterion disability), fatigue ("major fatigue"), gastric disorder ("gastric problems") and nervous system disorder ("neurological problems"). On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("during ablation of device, surgeon broke one of the inserts"). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("during ablation of device, surgeon broke one of the inserts"). The patient was treated with surgery (ablation of uterine tubes on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, device breakage, myalgia, arthralgia, fatigue, gastric disorder, nervous system disorder and complication of device removal outcome was unknown. The reporter provided no causality assessment for arthralgia, complication of device removal, device breakage, fatigue, gastric disorder, medical device removal, myalgia and nervous system disorder with essure. The reporter commented: events occurred for 7 years. During ablation surgery, the surgeon broke one of the inserts so a second procedure is needed for ablation of the uterus and uterine cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after company internal review the company causality comment was amended. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted during ablation of device, surgeon broke one of the inserts (seen as medical device removal and device breakage). Also she presented incapacitating muscle and joint pain. All events are serious incapacitating muscle and joint pain due to disability reported and other events due to medical importance. Medical device removal and device breakage are anticipated according to reference safety information for essure whereas other events are unanticipated. In the present case, consumer underwent a bilateral salpingectomy around 7 years and 9 months after placement and during ablation surgery, the surgeon broke one of the inserts so a second procedure will be needed for ablation of the uterus and uterine cervix. Regarding the events medical device removal and device breakage, given their nature causality cannot be excluded. Regarding incapacitating muscle and joint pain, considering that essure acts locally in fallopian tubes, the causality between both events and the micro insert can be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("ablation of device"), device breakage ("during ablation of device, surgeon broke one of the inserts"), myalgia ("incapacitating muscle pain") and arthralgia ("incapacitating joint pain") in a (B)(6) female patient who had essure (batch no. 654826) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced myalgia (seriousness criterion disability), arthralgia (seriousness criterion disability), fatigue ("major fatigue"), gastric disorder ("gastric problems") and nervous system disorder ("neurological problems"). On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("during ablation of device, surgeon broke one of the inserts"). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("during ablation of device, surgeon broke one of the inserts"). The patient was treated with surgery (ablation of uterine tubes on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, device breakage, myalgia, arthralgia, fatigue, gastric disorder, nervous system disorder and complication of device removal outcome was unknown. The reporter provided no causality assessment for arthralgia, complication of device removal, device breakage, fatigue, gastric disorder, medical device removal, myalgia and nervous system disorder with essure. The reporter commented: events occurred for 7 years. During ablation surgery, the surgeon broke one of the inserts so a second procedure is needed for ablation of the uterus and uterine cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred terms: 1)medical device removal. The analysis in the global safety database revealed 651 cases. 2)device breakage. The analysis in the global safety database revealed 1.624 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number: 654826 production date: jul-2009 expiration date: jul-2012. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted during ablation of device, surgeon broke one of the inserts (seen as medical device removal and device breakage). Also she presented incapacitating muscle and joint pain. All events are serious incapacitating muscle and joint pain due to disability reported and other events due to medical importance. Medical device removal and device breakage are anticipated according to reference safety information for essure whereas other events are unanticipated. In the present case, consumer underwent a bilateral salpingectomy around 7 years and 9 months after placement and during ablation surgery, the surgeon broke one of the inserts so a second procedure will be needed for ablation of the uterus and uterine cervix. Regarding the events medical device removal and device breakage, given their nature causality cannot be excluded. Regarding incapacitating muscle and joint pain, considering that essure acts locally in fallopian tubes, the causality between both events and the micro insert can be excluded. This case was regarded as incident since device removal was required. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.